Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012751366 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, on the spiral array segment the guidewire lumen was observed to be kinked at 0.32 inches from the distal tip. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. During guidewire to catheter compatibility testing and inspection, resistance was observed during insertion/retraction of the guidewire at the the guidewire lumen kink. During verification of steering mechanism, deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. During verification of sliding mechanism, the slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical co ntinuity test did not reveal any anomalies. In conclusion, the catheter failed the returned product inspection due to a kinked guidewire lumen in spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, resistance was felt when the guidewire was inserted into the catheter. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.